Event description:
Customer complained that during their testing the entrance dose exceeded state and federal requirements. Ma limit tables adjusted to proper values. No pt was involved.

Manufacturer narrative:
While on site the rep noticed streaks in images. He adjusted the dose rate and determined unit needed new ip pcb I had a new image processor pbc on hand. He arrived on site and assisted with the install of a new pcb, and removed the old one.